Event description:
A (B)(6) male planned pvc ablation in the ep lab on (B)(6). Hx of nonischemic cardio myopathy, status post ICD implant, with normalization of ef. He continues to have class iii symptoms hf. A 9-french access in the r common femoral artery with 2 pre-close devices deployed. Upon pulling the sheath and suturing down the pre-close devices, there appeared to be injury to the fem artery given the lack of distal pulses and appearance of a strip intima pulled out with one of these sutures. Hemostasis was achieved with manual pressure. An angiogram performed through a left common fem artery access in the ER lab showed a flow limiting dissection with reconstitution of the fem bifurcation. The l common fem artery sheath was left in place. Pt to operating room. A small acute thrombus removed. R fem artery cutdown, thrombectomy of the r fem artery followed by repair with 8 mm ringed heparin-bonded ptfe interposition graft from distal external iliac to the fem bifurcation, r leg angiogram. Postop pt monitored. Dates of use: (B)(6) 2016.